Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lap total gastrectomy, a teardrop-shaped clip was formed. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received with no damage in the external components. In addition, 2 malformed clips were returned inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was found under-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.